Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn at this time. The analysis will continue as soon as new information is available.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol2, 39 charge processes had been documented. The memory content of the ICD was analyzed. The check of the available iegms showed interference signals in the ventricular and partially in the far-field channel on (B)(6) 2012, on (B)(6) 2013. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out correctly. In summary, the clinical observation could be confirmed during the analysis of the device memory data of the ICD. Interference signals in the ventricular and in the far-field channel were detected in the available iegms. However, the ICD proved to be fully functional, and the signal sensing of the ICD, in particular, was without errors. There was no material defect or manufacturing error.

Event description:
Ous MDR - after an implantation time of about 26 months, oversensing without shock deliveries was reported via home monitoring. During the follow-up on (B)(6) 2012, the detection criterion was then adjusted. After another approximately 12 months of implantation time, brief oversensing episodes without shock deliveries were again reported. The ICD and the lead were exchanged on (B)(6) 2013. This device was not returned for analysis.